Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 at 11:00 am with blood glucose of 600 mg/dl. Customer was treated with bolus and insulin drip. Customer had symptoms like vomiting, nausea and very weak. Customer was unable to complete carelink upload. Customer did not allege insulin pump was under delivering. Customer stated that the drive support cap was normal. Troubleshooting was declined and cannula was bent. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08765 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. No cosmetic damage noted. (B)(4).